Manufacturer narrative:
E1: (B)(6). H3: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that when starting the pump, it alarms "downstream occlusion, clear occlusion between pump and patient." There was no reported patient involvement, and no patient harm was reported.

Manufacturer narrative:
H3: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Manufacturer narrative:
D9: product received date 8/25/2025. H3/h6: one cassette was returned for analysis of complaint that pump alarmed for downstream occlusion. As received, there were no damages or anomalies observed. In order to replicate clinical use, the cassette was filled with 250ml of water and installed onto a pump and 10ml of priming was performed. No pump occlusion alarms were observed from either returned cassette. The device history record of reported lot number was reviewed, and it was confirmed that no non-conformities were reported during production. The quality inspection forms were reviewed, and it was observed that no defects were found, and the lot was released. The complaint of an occlusion cannot be confirmed nor replicated.